Manufacturer narrative:
It has been found that the electronic medical record (emr) system software was opening a second instance of the ECG plug-in software while there was already an instance of the ECG plug-in running in the background. Midmark was able to reproduce the issue and confirm that the doubling of the heart rate was caused by two applications of the ECG plug-in software being opened concurrently. Therefore, it was determined that the emr system opening both instances of the ECG plugin software led to the issue of the heart rate doubling on the display screen.

Event description:
It was reported by the customer that they were getting high heart rate on the ECG in epic. The ECG did not calculate the heart rate correctly. The test was run twice and showed elevated heart rate again. As a result of the test, the doctor reviewed the results and no medication was given or harm occurred. The ECG report was discarded due to the results. The customer was found to have more than one instance of the program open at the same time. The customer was sent the firmware update as they were on the old firmware and the plug-in as well.